Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID neu _unknown_cath, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
The pump was alarming. Telemetry confirmed a critical alarm was occurring. The pump had reached eos (end of service)/eol (end of life) on (B)(6) 2014. The pump was being replaced on the date of this report. The patient had an increase in spasticity associated with the event. Following the replacement, the patient was fine per this reporter¿s knowledge. The patient¿s dose was started at 50 mcg; prior to the replacement the patient¿s dose was 85 mcg/day. The device system was delivering lioresal (500 mcg/ml). Further follow-up is being conducted to determine why the pump was not replaced before it reached eos/eol. If additional information is received, a follow-up report will be sent.